Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the m1 segment, it was reported that the operator was unable to push the 5mm x 21mm embotrap ii revascularization device (et007521 / 21a121av) through the headway® 21 microcatheter (microvention). The resistance was first felt during the device advancement inside the microcatheter. The embotrap ii was replaced with another embotrap and it was used without issue. It was reported that there was no damage noted on the complaint embotrap ii device; the device was replaced without removing/replacing the concomitant microcatheter. There was no report of any patient adverse event or patient complication. The complaint device was returned for analysis. Based on the result of the product analysis completed on 15-jun-2022, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone is not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the m1 segment, it was reported that the operator was unable to push the 5mm x 21mm embotrap ii revascularization device (et007521 / 21a121av) through the headway® 21 microcatheter (microvention). The resistance was first felt during the device advancement inside the microcatheter. The embotrap ii was replaced with another embotrap and it was used without issue. It was reported that there was no damage noted on the complaint embotrap ii device; the device was replaced without removing/replacing the concomitant microcatheter. There was no report of any patient adverse event or patient complication. The 5mm x 21mm embotrap ii revascularization device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned embotrap device identified deformation of the distal section of the outer cage of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts of the distal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and the returned headway 21 microcatheter. The returned embotrap device failed to deliver into the lumen of the returned headway 21 microcatheter, confirming the complaint event. During the complaint event recreation, it was noted that attempting to advance the device against resistance resulted in bending of the distal struts of the device. A sample undamaged embotrap device was successfully delivered through the returned headway 21 microcatheter, confirming an undamaged embotrap device can be successfully delivered into a headway 21 microcatheter. Device insertion and delivery assessments were also performed with a sample embotrap device and sample headway21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway21 microcatheter hub. Device damage consistent with that observed on the returned device (i.e. Damage to the distal struts) was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. A review of the manufacturing documentation associated with this lot (21a121av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Investigation conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event indicated no significant damage, with no obstruction visible in the hub of the microcatheter. Based on the investigation carried out, a probable root cause for this complaint event was failing to maintain correct seating of the insertion tool either initially or through the rotating hemostasis valve (rhv) seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Damage to the device consistent with that observed on the returned device can occur if the resistance to advancement occurs at the distal most part of the embotrap device, as recreated by poor seating of the insertion tool during advancement of the embotrap device into the microcatheter. Delivery of an undamaged embotrap device through the returned headway 21 microcatheter was confirmed during the complaint investigation. This confirms that an undamaged embotrap device fully seated in the headway 21 microcatheter hub can be successfully delivered. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.